Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. The device information is unknown at this time. The device was reported as an unknown trident hip. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that on or about (B)(6), 2006 the plaintiff underwent total hip arthroplasty surgery involving the implantation of a trident device. It was reported that the plaintiff began experiencing extreme pain and hearing audible noises, including squeaking, emanating from the location of the trident device in her right hip. It was reported that the plaintiff underwent hip revision surgery of the right hip.